Event description:
It was reported that the user experienced high blood glucose while using the ilet and inquired whether to disconnect and use backup therapy after having coffee and entering a meal announcement. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed that no findings were available, the device problem could not be characterized due to insufficient information, and the device component could not be specified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.